Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection and functional testing could not be performed. Lot number was unknown and the device history review could not be performed. The customer complaint bent cannula could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.

Event description:
It was reported that the cannula of the cleo infusion set was bent. There was a patient involvement. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.